Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shoots insulin when priming. The customer's blood glucose value was unknown. Insulin pump has rejected new batteries that were at room temperature and had one unexplained no delivery alarm about a month ago and had to change out reservoir and infusion set. Customer reported crack on the casing of the transmitter and was changing batteries every 1.5 to 2 weeks also had scratches on screen but can still read screen. The devices will not be returned for analysis.